Event description:
Pt was revised to address a failed cement spacer being used to treat a massive infection. Hip pain and osteolysis were reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.